Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker was unable to be communicated with via merlin. Net. The asymptomatic patient presented in clinic where the device was unable to be interrogated via radio frequency (rf). Following a device update, the rf telemetry was restored and paired to the transmitter successfully. The patient was stable.